Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery for a gastric restrictive procedure with gastric bypass and roux en y gastroenterostomy, the suture needle broken in half while unloading form the suture passer on the back table. Both parts of the needle were accounted for. A new device was used to complete the case. There was no injury.